Event description:
A distributor in france reported an issue with a pump, where the screen remained black and was unreadable. There was no reported impact to customer's blood glucose. It was noted that the device was expected to be returned, and a replacement pump had been arranged. Ther customer reverted to an alternate form of insulin therapy.